Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication stall due to shaft-bearing. Analysis of the catheter revealed no significant anomaly, catheter pump connector damaged at explant. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that a critical motor stall occurred as the stall never recovered. The logs were checked. The issue was not resolved at the time of the report and the cause was not determined. The patient did experience increased spasticity, sweating/diaphoresis, underdose symptoms, and was very twitchy. At the time of the event the patient's status was reported as alive-no injury. The pump was planned to be explanted on (B)(6) 2014. This device system delivered compounded baclofen. Reportedly, the patient had started to hear the pump alarm on (B)(6) 2014 and the logs confirmed an unrecovered stall that was initiated on (B)(6) 2014. The patient did not have a magnetic resonance imaging (MRI) scan or any other medical procedures that day. The patient was also noted to be anxious and had increased tone and tightness. It was further reported the cause of the still was still undetermined. The pump was replaced and the patient was doing ¿ok.¿ it was then reported that the caller ¿nearly lost¿ their son due to a pump malfunction as it stopped working. The patient had gone to the emergency room ¿this past friday¿ and the technician could ¿not figure it out¿ but the pump was replaced. For the past two weeks the patient experienced the inability to stand, raise his head, talk, or roll over in bed. The patient¿s urine was black and the patient was very weak and had difficulty breathing. The patient¿s pump was returned for analysis and the patient¿s next refill with the current pump was scheduled for (B)(6). Further, as the patient did not ¿feel right¿ the patient was seen by a physician on (B)(6) 2013. Rotor and dye studies were not performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.